Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that 2 reservoirs contain air bubbles and 1 reservoir has leaked past the second o rings. The customer's blood glucose reading was 140 mg/dl at the time of incident. Customer was advised on reservoir technique and possible causes for air bubbles. Customer was advised that the reservoir would be replaced and to return the product for analysis. No further details given.